Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.